Event description:
Received report that the valve is not connecting well with syringes and blood collection devices and slipping off the caps. This has resulted in blood splattering, medication splattering and exposure to products like blood and chemotherapy. Specific event and pt information not provided although requested. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.